Event description:
Spontaneous report. Patient reporting high pressure alarm due to a set of cadd extension set. Patient stated that she was due to change her cassette. Patient prepared a new cassette on the back up pump. Patient got a high pressure alarm. Patient tried to use same cassette on her other pump and the alarm occurred again. Patient mixed another cassette thinking it could have been the cassette itself. The second new cassette gave the same issue. Patient then changed her extension set tubing and this seemed to resolve the issue. The second new cassette was able to run without any high pressure alarm going off. She had to waste a cassette. Lot # of extension set tubing(4453475). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump at time alarm occurred unknown. Reference report mw5155728. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Upon return, did we replace device? Yes, only replaced cadd extension set. Pump is working fine. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. No additional information was provided. Reported to (B)(6) by: patient/caregiver.